Event description:
Hosp has recently purchased a surgical table from orthopedic systems inc, model #5890. This table is designed to rotate 360 degrees horizontally for anterior and posterior surgical access. If turning the pt to a lesser degree of tilt, the table relies on a system of stops and friction devices that requires a person to be at both ends of the table; the person at the head of the table (the anesthetist) has control of the friction aspect. Recently, hosp very nearly had a pt fall to the floor when the person at the opposing end of the table did not have a good grip on the table. Rptr thinks that for what the hosp paid for this table, this is a very crude design and potentially very dangerous.